Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a 23mm 11060a aortic valved conduit was implanted and bleeding was observed after de-cannulation whilst still in or. The bleeding was identified to originate in the base of the valve conduit at the level of the left ventricular outflow tract. This area is very difficult to assess therefore the patient was recannulated. Cpb was resumed. The bleeding area at the anastomosis between the ventricle and the aortic valve conduit was repaired. A post implant tee showed well preserved lv and rv function and the aortic valve appeared to be functioning normally . The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, h2, and h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The most likely cause is procedural factors, including bleeding was noted from the base of the aortic root.